Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was confirmed through review of the history log but could not be reproduced. System error 105 was confirmed and caused by an intermittently seizing motor. The failed motor assembly was replaced.